Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: results: the complaint of no communication for the ipg was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests on the autotester. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient is satisfied thus the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a sudden loss of stimulation and was unable to communicate with external devices. A replacement charger was unable to resolve the issue. The patient underwent surgical intervention where the ipg was replaced with a new one, which resolved the issue.